Manufacturer narrative:
(B)(4). The lot 13c042 was manufactured between march 13, 2013 and march 14, 2013. The cause of the particulate matter trapped under the check-band was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the affected device was received for evaluation against the reported condition. The visual inspection of the device confirmed the reported condition of a leaking fill-port. Subsequent examination revealed the cause of leakage at the fill-port was due to a particle approximately 4.5mm in size, trapped under the check-band. The spectrophotometer scanning confirmed the particle to be polycarbonate material. A batch review will be performed. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported a leaking infusor elastomeric device. According to the report, this condition was noted while the device was being filled with normal saline (50ml of fluid had been filled). The leak was noted at the fill port. This condition was observed outside of patient use. No additional information is available.